Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident was 399 mg/dl, current blood glucose is 547 mg/dl. The customer treated high blood glucose with bolus. It was also reported that the customer was hospitalized due to heart attack and kidney failure. The customer was neither hospitalized nor admitted for high blood glucose. Based on customer report customer does not allege pump was under delivering and drive support cap was normal. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using care link. Device had cracked battery tube threads and cracked reservoir tube lip.(B)(4).